Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event may have been caused by a failure of the main board. Since the main board processes and outputs video signals, there is a possibility that the endoscopic image was interrupted and flickering due to a failure of the video signal processing circuit. The main board may have failed due to aged deterioration of parts on the board due to repeated use for a long period of time, because more than 6 years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the printed circuit board and the metal parts inside the device were rusted. The pin inside the video connector socket was rusted. Dust had accumulated inside the device. The rear panel was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus medical systems (B)(4) and found that the endoscopic image became intermittent due to a failure of the main board. There was no report of patient injury associated with the event.